Event description:
The following add'l info was received subsequent to the initial report: the pt was discharged home on 2001 despite complaints of pain and weakness. Four days later, the pt contacted the physician's service and informed the registered nurse that pt was having pain in the interior thigh and buttock especially with walking and climbing sterps. No treatment was prescribed. Four days later, the pt fell at home and hurt their right leg. The pt went to the emergency room and was evaluated. The physician informed that the leg pain is probably due to some extravasated blood into the tissue and it would resolve over time. Three days later, the pt decided to obtain a second opinion from a cardiologist. A non-invasive doppler study was performed which revealed a marked difference in the flow of blood in the right leg from the left leg. An emergency arteriogram was performed which revealed a blockage in the femoral vessel of the right leg. Five days later, a surgical consult was obtained and the pt was taken to surgery for an exploration of the right external iliac and common femoral arteries. The surgeon discovered a dense resolving hematoma around the external iliac artery beginning at the point of the suture upward. It was reported that the suture closed off the lumen of the femoral artery by attaching the back wall of the artery to the front wall. The surgeon performed a right external iliac common femoral artery saphenous vein byp0ass and a femoral artery patch angioplasty.

Event description:
The physician achieved arteriotomy closure using the closer tsl 6 fr. Device. The close was successful and the pt was discharged. Post-discharge, the pt felt pain in the right leg and right foot coldness. The pt went to the ER and was taken for angioplasty. It was noted that the right femoral artery was occluded. Angioplasty was attempted and failed. The pt was sent to surgery where it was noted that the femoral artery was occluded by the perclose suture.